Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with safil suture. The client reported that after the operation, two animals (a cat and a dog) presented eventration due to the breakage of the suture. The customer observed that the thread was broke, but the knots still tied. Two interventions, two different animals. The other medwatch submission related to this report (for the other animal informed) is: 3003639970-2020-00437. No further data has been provided.

Manufacturer narrative:
Analysis and results: we have received 2 complaints from the same customer at once. There are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4). There are no units in our stock. We have received 1 closed samples for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result ((B)(4). We have also performed the degradation test and the result fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a (B)(4). This value is in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Corrected data, the description of the case is changed. The following codes have been corrected: health effect - clinical code and impact code, medical device code, investigation findings and investigation conclusions. Analysis and results: there are no previous complaints of this code-batch. We have received two cases from the same veterinarian regarding two different issues (the other one is regarding thread broke after surgery). We have received 1 closed sample to analyze both cases. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result (4.63 kgf) fulfils the requirements of the european pharmacopoeia (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). We have also performed the degradation test and the result fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The result for the closed sample received is 3.44 kgf (b. Braun surgical requirementis 2.25 kgf in minimum). This value is in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. However, without more samples the knot security control test can not be performed. Final conclusion: without more samples, we are not in position of studying if the affected product does not fulfil the specifications regarding this issue (knots do not hold). In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any additional sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Corrected data: the client (veterinarian) clarified that the correct defect for this case is that the knots were undone during surgery. According to the customer information received, only one animal presented eventration due to suture breakage and not two as reported in the initial medwatch. The case for suture breakage after surgery is reported under MFR report number 3003639970-2020-00437.